Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during hospitalization on (B)(6) 2017, the patient was diagnosed with a driveline exit site infection. Cultures were positive. The infection was treated with unspecified antibiotics.

Event description:
Additional information: it was reported that the admission on (B)(6) 2017 was due to the patient arriving with one day of fever, cough, abdominal tenderness and drainage from the driveline site. The patient was admitted for further investigation and treatment of the driveline exit site infection. Wound cultures grew methicillin susceptible staphylococcus aureus. Treatment was 8 weeks course of intravenous (IV) ceftriaxone and the patient was to be switched to augmentin for at least 2 months. On (B)(6) 2018 the patient was taken to the operating room for driveline debridement. At the time of study exit on (B)(6) 2018, the patient was still on antibiotics and had discharge from the driveline site. On (B)(6) 2018, it was reported that the infection had not resolved.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.